Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that she was hospitalized with a high blood glucose reading of 400 mg/dl. Troubleshooting was performed and the time was an hour off on the insulin pump. The insulin pump passed the prime and high pressure tests. The customer requested to have the insulin pump replaced. Nothing further was reported.